Event description:
It was reported that the pacemaker malfunctioned, and there was atrial and ventricular lead oversensing and malfunction. During the changeout procedure, traction was applied to the v lead, but it could not be freed from its location due to scar tissue along the subclavian vein and svc. Laser ablation was used along the lead and near the right atrium. The patient's blood pressure decreased suddenly, and a code blue was called. A pericariocentesis was performed. All interventions failed, and the patient expired. The primary cause of death was a traumatic hemopericardium, and secondary cause of death was perforation of the right atrium.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Model kdr701 is part of the advisory for this model. Return of the device and lead have been requested, but they have not been received. Cause of death was requested and was reported to be listed on the death certificate as a) traumatic hemopericardium b) perforation of the right atrium c) attempted pacemaker lead extraction d) sinus node dysfunction. This report is based solely on device analysis. On august 20, 2010: at the time of the retro review, it was noted in the manufacturer's database that the patient had died. The atrial lead has been added to the event. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.